Event description:
It was reported that, "size #5 cr femur was opened to nurse and doctor opened the inner blister and noticed no resistance to the wrapper coming off of the container holding the femoral implant (note the absence of glue missing on the clear pkg. Another femur had to be obtained and surgery was delayed 15 min.)."